Manufacturer narrative:
Follow up #1 submitted: 08/12/2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: a review of the total daily dose history indicated that insulin delivery totals reflected the user¿s programmed values. The display was noted to be properly illuminated without discoloration or fading and was clearly legible. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a display (color spectrum) issue. There was reportedly a pixel color change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).